Event description:
It was reported that the catheter had been in use for several hours in an obstetric pt. When removal was attempted, resistance was encountered, and the catheter began to stretch. When the catheter was removed, the tip portion was missing. The physician estimated that about 1 cm of the catheter was retained in the pt, and no attempt will be made to remove it. There were no pt complications.